Manufacturer narrative:
(B)(4)

Event description:
It was reported that the after implant of the left ventricular lead, the suture sleeve was noted to be fractured prior to the suture being tied. No electrical anomalies were noted. The physician cut the suture sleeve off and replaced it successfully. The patient was in stable condition.